Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked lcd window.

Event description:
It was reported via phone call that the customer had high blood glucose levels. The customer called to report multiples cracks on the insulin pump, which she things is causing high blood glucose. The customer's blood glucose was 440mg/dl. The customer stated the cracks were on the top right corner of the screen, near battery compartment, reservoir and top left of the main screen. The customer's current blood glucose was 344mg/dl. Advised customer to discontinue the use of the insulin pump and revert to back-up plan. The customer declined to troubleshoot for high blood glucose.